Event description:
The customer reported that set blood flow rate is not the same as on the status screen. No patient injury or clinical consequences were reported.

Manufacturer narrative:
Additional manufacturer narrative: the reported incident has been classified as a flow rate discrepancy. The treatment files are not available. The actual flow rate discrepancy was 30 ml/min, the patient remained unaffected by the flow rate discrepancy and no medical intervention was required. Gambro lundia ab has developed a procedure for flow rate discrepancy, as described in the advisory notice dated 1 february 2007, software changes have also been made, which will be implemented in future software revision.